Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient(pt) said they were calling to ask about reprogramming they wonder if they need to do reprogramming. Pt said they noticed last week some time, stim was too high, they changed it down a bit then noticed every once in a while it seemed they could feel it vibrate too much, they turned it down and that helped. Pt said it seems like it is on the low side, they went from too high to too low. Pt asked if there was a certain setting they should use. Pt said it has been helping their symptoms. Pt said they were worried about what to do if they were uncomfortable again in the future and wanted to make sure they could still turn it down again and worried about turning it down too low. Offered to help the patient use their equipment to check their setting and pt declined. Pt will monitor their symptom results and continue working with their settings to optimize therapy. No further complications were reported at this time.